Manufacturer narrative:
(B)(4). Device evaluation summary - as received, it was found that almost the entire sewing ring was missing, which presumably was removed during the explantation of the device. The appearance of the leaflets was consistent with implantation duration. A gap, skewed to commissure 2, was noted at the center of the valve, which appeared to be at least partially related to the outward bending of commissure 2. Tissue damage was noted on the outflow surface of the cusp of leaflet 1, which presumably occurred during the explant. Minor host fibrous (pannus) tissue growth was noted on the outflow side of leaflets. No appreciable tissue calcification was evident in the leaflets by x-ray imaging. X-ray radiograph showed the wireform and stiffener band were intact (figure 1). Several calcification nodules were depicted by x-ray imaging and appeared to be primarily located in the host tissue attached to the residual sewing on the inflow side. The reported regurgitation was not confirmed by visual evaluation; the poor condition of the returned valve prevented a full functional evaluation of the valve. Echocardiographic imaging was also not provided. Host tissue along with a creased leaflet were observed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Event description:
The device was returned to manufacturer for evaluation.

Event description:
Edwards learned of an aortic bioprosthetic valve, implanted for approximately five (5) years, four (4) months was explanted due to aortic regurgitation and perivalvular leak. Regurgitation was not significant but appeared to originate from both the center and perivalvular area. The device was replaced with a prosthetic mechanical valve. There were no abnormal finding on the valve upon inspection by the surgeon. Device has been returned for evaluation. There were no complications reported.

Manufacturer narrative:
Additional manufacturer narrative - the reported device has not been returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.